Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found the reportable malfunction identified in b5; the nozzle had foreign material. The following non-reportable findings were found during device evaluation: adhesive on bending section cover had a chip, control unit had discoloration, control unit had a scratch, right/left knob had a scratch, upward/downward angulation control knob had a scratch, forceps elevator knob had a scratch, forceps elevator had a scratch, switch box had a scratch, scope cover had a scratch, grip had a scratch, universal cord had a scratch, protector of universal cord on control section side had a scratch, suction connector had a scratch, scope connector cover unit had a scratch, and plastic distal end cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center with no allegations against it. Upon inspection and testing of the returned device, it was observed that the nozzle had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.